Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: h6 health effect - clinical code e2402: mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old hispanic female patient underwent a primary breast augmentation with a 325cc mentor smooth round moderate profile saline breast prosthesis and experienced cutaneous contour deformity (rippling and folding) on the right side post-operatively, which was diagnosed with a physical exam. As a result, the patient underwent explantation on (B)(6) 2026 and replaced with a 350cc mentor smooth round moderate plus profile saline breast prosthesis.

Manufacturer narrative:
On april 27, 2026, the mentor failure analysis lab has received two devices for evaluation. Since both devices received contain the same lot number, it is unknown which device pertains to the complaint. On may 04, 2026, the evaluation for the devices was completed. The device evaluation results are the same for both devices: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Wrinkling is reported to occur more frequently in patients with one or more of the following: thin-skinned patients, patients with little or no subcutaneous fat, subgranular rather than submuscular placement, an implant that is too large relative to the breast pocket size or frame of the patient, overlying tissue that is minimal or of poor quality, and/or when capsular contracture is present. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).